Event description:
Same case as MFR. # 2134265-2008-04418. It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed, target lesion was in the mid to distal portion of the left anterior descending (lad) artery. The lesion was predilated with a 2.5x15mm non-bsc balloon catheter. A 2.5x20mm taxus liberte drug eluting stent was implanted in an unspecified location. A grade 1 dissection was noted distal to the stent. A 2.25x16mm taxus liberte des was advanced to treat the dissection but the device could not be advanced past the mid lad. Upon removal, stent damage was noticed. A 2.25x24mm taxus liberte des was advanced but was not able to cross the lesion. The procedure was aborted. The patient was placed under observation for 4 days. There were no additional patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
Device analysis: visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows one to two from the proximal edge were raised distally. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context, due to anatomical/procedural factors encountered during the procedure.